Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with an abscess on the suture line of the device pocket. The patient's pulse generator system was removed but not replaced. The patient was stable.